Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level. Although the malfunction code was resettable, the customer did not have charging supplies on hand and was advised to perform a pump reset; they were instructed to call back if further assistance was needed.